Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep reporting that the patient was unable to turn their stimulation off at that time but the facility confirmed that the device was turned off. The stimulation was also able to be turned off at the hospital. The cause of not being able to turn the stimulation off was undetermined. The interventions/actions performed was an attempt to turn it on at the hospital. As the patient had a feeling of foreign materials, there was possibility to explant the device but performing an explant procedure was not decided yet. The issue was resolved at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via the company representative (rep) regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient was unable to turn their stimulation off. The patient¿s physician noted the ¿the event was not considered to be a big problem¿ at the time of report. The issue remained unresolved at the time of report; additional information regarding the event was ¿unknown¿ at the time of report. It was unknown whether any surgical interventions had been planned or performed; there were no complications reported or anticipated. The patient was alive with no injury at the time of report.